Event description:
The customer alleges she obtained back to back results of 19 and 146 mg/dl on her meter. Controls were not run. Strips are stored in the bathroom which is not consistent with labeling. The customer states she took an add'l glucophage based upon the 146 mg/dl result. No report of adverse event. Return requested and replacement was sent.